Event description:
Reportedly, a ventricular tachycardia event was observed on (B)(6) 2014 (on the ECG monitor in the care unit). However, no corresponding episode was observed in the device memory upon interrogation. An analysis is requested.

Event description:
Reportedly, a ventricular tachycardia event was observed on (B)(6) 2014 (on the ECG monitor in the care unit). However no corresponding episode was observed in the device memory upon interrogation. An analysis is requested.

Event description:
Reportedly, during the follow-up performed on (B)(6) 2014, the patient had a ventricular tachycardia (as observed on monitors in the care unit). However no v burst episode was recorded in device memory. An analysis is requested.